Manufacturer narrative:
Refiling due to original report not being successfully uploaded to data base.

Event description:
Pressure built up inside wandbody of the valo unit and batteries blew out of wand causing back cap to break into pieces. The office was closed the day it happened , no injuries were involved.